Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the on/off switch was broken and not alarming. Additional malfunctions include the manifold was not shifting.